Manufacturer narrative:
The reported event of (B)(4) - error code 600-6820 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that an error code, 600-6820 ¿ci board initialization failure¿ was identified on four pc units (8015). Biomed had attempted to troubleshoot the issue with tech support by loading the customer network parameters, replacing the radio card, and flashing the ci board. The error code reappeared after troubleshooting. The message was expected to be observed on a model 8000 but not an 8015 model, and an investigation was requested. No patient involvement was reported.